Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed in the lab. The results of a sample evaluation (picture only) revealed that the patient connector and the blue adapter (not baxter product)did not connect flush and, further, that the visual appearance of "not being flush" is consistent with the visual appearance of fully connected components. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned, as it is still in use by the patient. A follow-up report will be submitted upon completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A baxter sales representative reported that a patient was unable to screw the blue adapter onto the transfer set. It sometimes works and sometimes does not. The blue adapter is not a baxter product. No injury or medical intervention was reported.